Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 26 events were reported for this quarter. Product return status: 25 devices were evaluated based on historical data analysis. 1 device was received. Evaluation findings (results/components): 25 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 25 devices: product not received. 1 device: scrapped by stryker. Additional information: 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 26 events for the failure: overheating of device. - 21 events had problem identified during non-clinical procedure; there was no patient involvement. - 5 events had no health consequences or impact.